Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Reportedly, the customer gave themselves too much insulin. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.